Event description:
Olympus (omsc) was informed that the customer high flow insufflation unit was returned to olympus for a reported ¿all front panels are turned off, alarm is generated¿. The problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
Upon inspecting and testing, olympus confirmed the customer¿s reported issue, front panel found blinking and an alarm is generated. There was no abnormality with the appearance of the device. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section g2 was corrected to indicate that the report source is foreign. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the front panel failure was caused by main printed circuit board failure. However, the definitive root cause of the main printed circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.